Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a biopsy from the esophagus mucosal wall, excessive bleeding occurred. The physician injected adrenaline at the biopsy site to stop the bleed. The procedure was completed with this radial jaw 4 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Additional information: the device was inspected and tested prior to use and no anomalies were noted.